Event description:
The programmer and radio frequency head were returned for repair and subsequently tested out of specification.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4)- the rf head cable was damaged (cosmetic damage to the insulation only), and there were software errors logged on the hard drive.